Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having some nerve tingling underneath their arm and back to their bottom about where the implant was. The patient said they turned the stimulation down but they didn't know if that was something that anyone else had ever felt. Agent asked patient if they felt a difference when they decreased the stimulation and patient said it stopped and they have not felt it since. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient confirmed they have a post-op appt with hcp but did not recall the exact date.